Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was could not be confirmed. A field service engineer was sent on site to evaluate the console and there were no discernible issues discovered. No root cause could therefore be presumed for the suggested phenomenon. Moreover, console device history review(s) were reviewed and there were no scrap, non-conformance reports (ncrs), or recorded process deviations related to the user request. Per the soltive laser system instructions for use (IFU): "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that sparks were present at the laser port. There were no reports of patient harm. This event includes two (2) reports . Report with patient identifier (B)(6) -laser system model tfl-pls , serial number (B)(6). Report with patient identifier (B)(6) -laser fiber- tfl-fbx200s, lot kr263476. This report being submitted is for report with patient identifier (B)(6) -laser system model tfl-pls , serial number (B)(6).

Manufacturer narrative:
A field service expert (fse) was sent to the facility to evaluate the device. The fse was unable to duplicate the issue and no issues were found with the device. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided.